Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address hip dislocation. The cup shifted slightly post-op. Doi: (B)(6) 2006 - dor: (B)(6) 2007. **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort and inflammation. The liner and head are now being reported to address these issues. *update has been electronically attached to the complaint document.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes a6bf61000 and 2090469. A search of the complaint database finds additional reported incidents against lot code 2229877 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes a6bf61000 and 2090469. A search of the complaint database finds additional reported incidents against lot code 2229877 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.